Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation, a faradrive sheath was selected for use. However, air was observed being drawn into the port when the farawave catheter was inserted into the sheath and aspiration was applied. Additionally, when the left atrium was being mapped using decanav after the transseptal puncture, blood leakage was observed from the valve (approximately one drop per second; continuous leakage occurred when torque was applied to the catheter). The catheter was then replaced with the farawave, but air was continuously being drawn in. The physician then decided to replace the faradrive sheath, which resolved the issue and allowed the procedure to be completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation, a faradrive sheath was selected for use. However, air was observed being drawn into the port when the farawave catheter was inserted into the sheath and aspiration was applied. Additionally, when the left atrium was being mapped using decanav after the transseptal puncture, blood leakage was observed from the valve (approximately one drop per second; continuous leakage occurred when torque was applied to the catheter). The catheter was then replaced with the farawave, but air was continuously being drawn in. The physician then decided to replace the faradrive sheath, which resolved the issue and allowed the procedure to be completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.